Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that after receiving a battery replacement the patient has become more irritable with stimulation although their settings were the same. The patient had an ultrasound and the only way to calm her down was to tape the magnet over the vns to inhibit stimulation. It was then noted that the patient was being administered medication by the hospital staff for the irritability. No other relevant information has been received to date.